Event description:
It is reported that the patient was revised due to six dislocations.

Manufacturer narrative:
No products or photos have been returned for review, so their conditions are unknown. Neither x-rays nor surgical notes were provided to assess component fit and orientation per the surgical technique. Compatibility of the implanted devices was confirmed. The patient's activity and/or environment during the dislocations is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Zimmer, inc. Considers the investigation closed.